Event description:
It was reported that the right atrial (ra) lead had a high threshold less than one month post-implant. The lead remains in use and the patient will be monitored with more frequent follow-up visits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.